Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported and infusion of tacrolimus disconnected and leaked from the tubing and the anti-siphon valve after 2.5 hours of infusion. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical product: hickman catheter; unspecified anti siphon valve; unspecified guard connector, therapy date: (B)(6) 2016.

Event description:
The customer reported that a continuous cyclosporine infusion was setup that included cyclosporine medication, primary tubing loaded on pump, antisiphon valve, on guard connector attached to triple lumen hickman catheter. The patient informed the clinician that the tubing had become disconnected after 2.5 hours of infusion noted from the siphon valve and there was blood leaking from the catheter/valve connection. The syphon tubing was unable to be cleared of blood so it was disconnected and the primary tubing was connected to patient so that he was able to be maintained on continuous infusion until a replacement bag could be made from the pharmacy. There was no patient harm.